Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room then got moved to ICU and now admitted in hospital due to diabetic ketoacidosis and high blood glucose value on (B)(6) 2018. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s current blood glucose value was over 600 mg/dl. The customer stated that the insulin pump had no delivery alarm. Customer been using the insulin pump system from 12 hours of reported high blood glucose event. The customer treated high blood glucose with lantus, syringed and insulin drip. The customer stated auto mode feature was not active at time of high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer reported insulin exited. Customer reported bolus wizard is programmed accurately. The device will not be returned for analysis.